Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in septic technique was not further described. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified antibiotics (discontinued) for peritonitis. At the time of this report, the patient had recovered from peritonitis. The patient was retrained on the proper aseptic technique and pd therapy was ongoing. No additional information is available.